Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
An article/literature was received entitled "cementless femoral components in bicondylar hybrid knee arthroplasty in patients with rheumatoid arthritis: a 10-year survivorship analysis¿. Literature article "cementless femoral components in bicondylar hybrid knee arthroplasty in patients with rheumatoid arthritis: a 10-year survivorship analysis" by thilo hotfiel et al. Published by journal of orthopaedic surgery was reviewed. The article purpose: to review the clinical outcome and survivorship in rheumatoid arthritis (ra) patients undergoing tka in hybrid technique with a cementless fixation of the femoral component. The article reports: the authors retrospectively 66 ra patients who underwent 72 tkas. All were implanted with pfc sigma knee components. The authors report that thirty-four patients died for reasons that were unrelated to the total knee arthroplasty. There was a 95.6 percent survival rate between the final 27 patient population at the 15 year time point. There were three complications requiring revision. One impaired joint range of motion, one case of instability, and one infection. Cement was not used and patella resurfacing was not conducted in any case. Depuy products involved: pfc sigma. Complications: joint range of motion decreased (1), instability (1), infection (1), surgical intervention (3).